Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head became detached in daughter's mouth (device breakage). No adverse event. Case description: report source: non-event - spontaneous. A mother reported via phone on 31-jan-2018 that her daughter of unspecified age was using a new oral-b power oral care refill cross action and it became detached in her mouth. The mother stated that she would keep the brush and send it. This was not the first time her daughter had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 31-jan-2018 received mother's follow-up phone call: the mother reported that the brush head broke off in her daughter's mouth during brushing. She reported that her daughter was doing well. No further information was provided.

Manufacturer narrative:
01-mar-2018 product investigation results: reporter returned product on 27-feb-2018. Product confirmed counterfeit.

Event description:
Brush head became detached in daughter's mouth [device breakage] no adverse event. Product counterfeit. Case description: report source: non-event - spontaneous. A mother reported via phone on (B)(6) 2018 that her daughter of unspecified age was using a new oral-b power oral care refill crossaction and it became detached in her mouth. The mother stated that she would keep the brush and send it. This was not the first time her daughter had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 31-jan-2018 received mother's follow-up phone call: the mother reported that the brush head broke off in her daughter's mouth during brushing. She reported that her daughter was doing well. No further information was provided.